Manufacturer narrative:
Follow-up #1: date of submission 9/21/15, device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: unable to duplicate complaint. No defect found. No debris observed in cartridge compartment. Pump powers to verify screen with audible and vibratory features. Performed rewind and load cartridge successfully, then primed cartridge to 170u. Removed cartridge and verified cartridge was at 170u. Reinstalled cartridge. Performed rewind, then load once again. Piston stopped at 170u, display correctly read 170u. Units remaining were calculated correctly. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture was observed. No loose components found inside pump.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a discrepancy of more than 20 units in the remaining insulin in the display and what is visible in the cartridge, with the pump showing more than what¿s in cartridge. The patient reported a blood glucose level of 36 mg/dl with no symptoms. This complaint is being reported as the issue was not resolved and the patient experienced hypoglycemia.